Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery ir test failure) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was due to a lifted negative lug on the c19 on the defib board. The battery ir test failure was due to the damaged c19. The root cause for the damaged c19 could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient experienced battery ir test failures.